Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. The fluid leak was discovered at the end of the patient¿s treatment. Prior to discovery of the fluid leak, the pdrn stated there were multiple cycler alarms that occurred. Initially, there were ¿drain line (dl) blocked¿ alarms that occurred during drain 4 of 4. After the dl blocked alarms, an ¿m31 air detected in cassette¿ alarm occurred. The pdrn decided to end the treatment and finish draining the patient manually. When the pdrn opened the cycler door, fluid reportedly leaked out. The leak was coming from behind the cassette. No damage was identified on the cassette. The ts representative advised the pdrn to discontinue use of the cycler and a replacement was ordered for the clinic. The pdrn confirmed that the patient, who was still being trained, completed their treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, prophylactic antibiotics were prescribed to the patient (cephalexin, 250 mg 3-times/day for 3-days). The pdrn confirmed that the patient did not develop any signs or symptoms of peritonitis. The patient has not missed any treatments and is continuing their pd therapy in-center, as they continue to be trained. At the time of follow up, the pdrn confirmed the replacement cycler had been received. The old cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned to the manufacturer as it was reportedly discarded.